Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation, the ablation range was defective and the nano coating was damaged. A similar device was used to complete the procedure. There was no patient injury.